Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
Pt reports has noticed leaking from five cartridges when removed from pump. Blood glucose level would rise to high 200's mg/dl without ketones, no signs or symptoms of hyperglycemia. Blood glucose levels returned to normal after cartridge was changed. Pt's blood glucose of 200 mg/dl without signs or symptoms of hyperglycemia does not meet animas criteria as an adverse event. This report is being made based on the allegation of cartridge issue.